Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not fully deploy. The physician noticed some of the plug didn't deploy and was still in the device after following the steps of deployment. The physician held manual pressure for longer after the vcd was removed for hemostasis. The device is being returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not fully deploy. The physician noticed some of the plug didn't deploy and was still in the device after following the steps of deployment. The physician held manual pressure for longer after the vcd was removed for hemostasis. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) did not fully deploy. The physician noticed some of the plug didn't deploy and was still in the device after following the steps of deployment. The physician held manual pressure for longer after the vcd was removed for hemostasis. Multiple attempts to obtain additional information were made without success. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe, the advancer tube and sealant were not received for evaluation. The stopcock was found opened. Furthermore, an unknown procedural sheath was locked on the device, and blood was noted in the procedural sheath. No damages were noted in the unknown sheath. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Dimensional analysis was performed to verify the distance between the proximal and distal tamp locks and measurements were noted to be within specification. Per functional analysis, since the condition of the returned device is like a complete removal of the device, and the sealant and advancer tube of the returned device were not returned, no functional test could be performed with the returned device. Additionally, no visual non-conformities were observed. Per microscopic analysis, visual inspection at high magnification showed that the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages were found to the tamp locks during microscopic examination. In addition, microscopic examination showed the slit presence in the outer cartridge of the unit received. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device since the sealant and advancer tube were not received and the device showed a complete removal of the device. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned in a condition that showed proper complete device removal. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced since there were no anomalies noted to the device that could have prevented proper deployment during use. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.